Event description:
Boston scientific received information that this patient had undergone an unspecified procedure during which transient loss of capture was observed. A magnet was placed over the device and there was still about eight beats of no capture and then capture was noted at the magnet rate. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. As the device was noted to a recent implant, the consultant assumed the magnet rate was 100 ppm and due to the eight beats of loss of capture, this would have caused greater than two seconds of asystole for this patient. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.